Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A surgeon reported that priming failure initially occurred, but it was successful on the second attempt. During I/a, (irrigation and aspiration) aspiration failure occurred and the air was mixed. A part of the aspiration tube was found to be cut when checked after the surgery. The surgeon and the staff were not aware that they had cut the aspiration tube during the set up or the surgery. The problem was solved after replacing the product with another one, and no harm to the patient was reported.